Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture, high thresholds and intermittent undersensing were observed on the right atrial (ra) lead. Dislodgement was confirmed through fluoroscopy. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.